Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. There was blood inside the device. The tip, hypotube and distal shaft was microscopically examined. Inspection revealed a partial separation in the shaft, at the collar area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27jul2016. It was reported that the catheter failed to cross the lesion. The target lesion was located in the left anterior descending artery. A 145 guidezilla¿ was selected to be used. During the procedure, it was noted that the catheter could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, device analysis revealed a partial separation in the shaft, at the collar area.